Event description:
Patient 2 of 2; it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) isolate was paracoccus yeeii and grew in culture. Isolate was identified by maldi.. The following information was provided by the initial reporter: customer reported that they had an unusual isolate recovered from 2 patients within 24 hours, and suspected possible contamination. Isolate was paracoccus yeeii and grew in culture. Isolate was identified by maldi..

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog 442023. Batch no. 2305651. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Patient 2 of 2 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) isolate was paracoccus yeeii and grew in culture. Isolate was identified by maldi.. The following information was provided by the initial reporter: customer reported that they had an unusual isolate recovered from 2 patients within 24 hours, and suspected possible contamination. Isolate was paracoccus yeeii and grew in culture. Isolate was identified by maldi..